Manufacturer narrative:
A returned product analysis indicated that the complaint of difficulty charging the ipg battery has been confirmed. The analog ic (aic-u1) was damaged. The battery depletion rate with stimulation off exceeded the typical battery depletion rate. The aic-u1 damage resulted in the rapid battery depletion rate of the ipg. Monopolar electrocautery is a known source of high-voltage transient signal and current labeling warns against the use of monopolar electrocautery (refer to physician's implant (B)(4)). It could not be determined if electrocautery was used during any prior procedures.

Event description:
A report was received that the patient was having trouble charging. A database analysis confirmed premature battery depletion. The physician has recommended that the ipg be replaced.

Event description:
A report was received that the patient was having trouble charging. A database analysis confirmed premature battery depletion. The physician has recommended that the ipg be replaced.